Manufacturer narrative:
Sc-2317-50 sn (B)(6). The returned lead was analyzed and visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes the allegation of high impedances has been confirmed. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Sc-2317-50 sn (B)(6). The returned lead was analyzed visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The lead body was kinked close to the retention sleeve of the proximal array. The lead became kinked after it exited the ipg port resulting in the reported complaint. With all the available information, boston scientific concludes the allegation of high impedances has been confirmed. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at close to the proximal array.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to leads had high impedances. The patient underwent a system explant procedure and was doing well postoperatively. The explanted ipg was discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5108840. Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 349291.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to leads had high impedances. The patient underwent a system explant procedure and was doing well postoperatively. The explanted ipg was discarded.